Event description:
The initial reporter received questionable elecsys probnp ii immunoassay results for one patient tested on a cobas e411 disk. Prior to patient testing, the customer confirmed the qc has been acceptable. The patient's initial result was not reported outside the laboratory due to the result being low. The customer performed repeat testing with the patient's sample. The patient's initial probnp result was 15.73 pg/ml with a data flag. The patient's repeat probnp result was 2858 pg/ml. The probnp reagent lot number was 561861 with an expiration date of (B)(6) 2022.

Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and the sample appeared normal. The field service engineer performed an inspection of all of the mechanisms. He confirmed there were no leaks, no loose fittings, and no wear. He performed sample/reagent probe checks and re-aligned the sample/reagent probe, and inspected the flow path. He checked the voltage and system volume and had acceptable results. He performed precision testing and qc with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the customer's calibration and qc results and confirmed the results were acceptable. There was no indication for a performance issue of reagent or instrument. The investigation reviewed the customer's system alarm trace and no abnormalities were found. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.